Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the 4.75mm healix advance knotless anchor broke at the distal tip of the anchor where the threads start while inserting the implant into the patient. The sales rep stated there was an audible noise when the anchor broke. The sales rep stated that the anchor was being used with the purple healix awl and was loaded with three orthocord sutures with six tails. The anchor was fully removed with no debris left behind. The case was completed with another like-anchor in the same bone with no patient harm, but a three minute delay to remove the broken anchor and insert the new one. The sales rep stated there is no need for surgical intervention. The anchor was discarded by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformance were identified for this part number (222330), lot number (2l25164) combination per qlik query executed on 3/12/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.